Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 30 mg/dl and that the basal iq software is resuming insulin delivery despite customer still having a low bg. The fire department and emergency medical technicians (emt) were called and customer was given glucose to treat the low bg. The cause of the low bg was unknown. T:connect logs were reviewed by tandem technical support, and it was determined that the pump functioned as expected. The customer's current glucose value increased compared to the previous reading; therefore basal iq insulin was resumed. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.